Manufacturer narrative:
Additional information was added to h4 and h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of january 2024, further described as "within the past 2 weeks". G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp extension sets had either no flow or reduced flow through the filter with a variety of medications. There was no report of patient injury or medical intervention associated with this event. No additional information is available.